Event description:
It was reported that the patent presented in-clinic for a check. Upon review, the right ventricle lead exhibited failure to capture at high outputs and low r wave sensing. The right ventricle lead was explanted and replaced. Patient was stable.